Event description:
Customer's family member called lfs in 2002, alleging pt's ot ultra meter was reading inaccurately high. Customer's family member was awoken at 3:00am and did a glucose test on pt, using their meter. The customer was in a coma because of low blood sugar. The meter read 41 mg/dl. This number was interpreted as 4.1mmol/l. Customer's family member tried to awaken pt, but to no available. Family member gave pt just a little syrup orally, because family member did not feel that 4.0 mmol/l was too low. Customer's family member did another glucose test shortly after using the one touch ultra, which read 4.5 mmol/l. Family member stated that when the meter gives a low reading prior to taking insulin, pt would increase sugars first by eating something, and then take required insulin. Had the customer known that their sugar was so low, pt would have eaten to increase their sugar level and then taken the prescribed amount of insulin. Customer's family member called the hospital, which advised them to call the ambulance. The ambulance attendants took customer's blood sugar using their own blood glucose monitor, which yielded a result of 2.2 mmol/l. Customer was hospitalized because of the low blood sugar coma. One touch ultra was compared at hospital to another meter. Hospital meter gave a result of 8.x mmol/l while the one touch ultra gave a reading of 206 mg/dl. Emergency ward physician advised family member to have one touch ultra repalced.